Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Analysis was unable to confirm blank display or perform the operating currents measurement, self test and displacement test due to damage lcd glass. The insulin pump had cracked reservoir tube lip and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported blank screen and has a crack on it. The insulin pump was returned for analysis.